Event description:
It was reported that a urinary tract infection (uti) was found during a routine obstetrics (ob) urinalysis. The patient was treated with 100mg of macrobid, one time a day from (B)(6) 2010. The event resolved without sequela on (B)(6) 2010.

Manufacturer narrative:
Product ID: 3889-33, lot# v172550, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4).